Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2021-29023. It was reported that the patient presented with an infection. It was noted that vegetation was present on the lead. The entire system was explanted. There were no patient consequences.